Event description:
It was reported that a patient presented with low defibrillation impedance on the right ventricular (rv) lead. The physician suspected rv lead insulation damage as the cause. X-ray was performed but the results were inconclusive. The physician elected to explant and replace the rv lead. The patient condition was stable.